Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor fractured while in the body. The customer¿s blood glucose level was unknown. The introducer needle was hard to remove and it was bent upon removal also length of time sensor was worn. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base, no sensor break detected during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used.